Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and customer changed the cartridge to address the issue. The customer¿s blood glucose level was 168 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.